Manufacturer narrative:
The investigation into the aic - display issue has been completed since the initial report was submitted. The console was returned and tested. The console operated as designed, and optical bench parameters were within specification. Further investigation confirmed that placement signal loss was pump related. The issue was unrelated to this device. The device functioned/operated to specification.

Manufacturer narrative:
The automated impella controller (aic) was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that shortly after impella implantation for patient of unknown age and gender, the ps and left ventricle (lv) disappeared with message saying controller was not reliable. Pump was noted to be running on auto mode at 3.2l/min. However, patient became unstable during main stem intervention, and decision was made to exchange the pump and the automated impella controller (aic). There was no reported patient harm.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Console logs from the reported day of event are consistent with complaint and show that shortly after pump start, console started alarming ¿placement signal not reliable¿. Rtlog data shows that snr abruptly dropped to near 0, and raw placement signal was clipped at -32768, while contrast was reduced and gain values became erratic. This data pattern is considered consistent with pump sensor or fiber damage. Testing of the console at aachen fs did not reveal any anomalies - the console operated as designed, and optical bench 5s parameters were within specification. Separate investigation 24-23454-1 into the pump 482792 confirmed that placement signal loss was pump-related. Repair: perform functional check of the console. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
The complainant reported that shortly after impella implantation for patient of unknown age and gender, the placement signal (ps) disappeared with message saying controller was not reliable. There was no reported patient harm.